Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a highest blood glucose of 246 mg/dl and elevated levels since the morning after breakfast; no ketone testing, back-up therapy, professional intervention, or other assistance was used. Symptoms included no reported adverse clinical effects. Outcomes included no reported injury, disability, or required medical care. Investigation included a review of device data where available, user report assessment, and troubleshooting and education with the user. Investigation of this case revealed no device malfunction reported and a cause that remained unclear. It was concluded that the event was user-reported hyperglycemia with an undetermined cause and no confirmed device problem. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.